Event description:
Lens clouding [device failure, defect]. Case description: spontaneous report, complaint # 2903, local ref. N 200437904a, argus # 2004200533de. A physician reported that a pt underwent in 2003 the implant of an intraocular lens mod tecnis z9000, lot # 680840. 21 days later clouding of the lens was observed. In 2004 the lens was explanted due to strong opacity. At the time of this report the outcome was unknown. All the remaining (not used) intraocular lenses (iols) of the affected lot are in company control and are hold from shipment until the cause of opacity is determined. These iols will be used for investigational purpose only.